Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to the regional service center and the reported failure (no fixing fin) was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: blurry image and lens was cracked. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: blurry image was due to crack of the optical component problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the fixing pin of the subject device was missing. This issue was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.